Event description:
The customer reported a physicist's discrepancy, the system fails the minimum field size. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced and aligned the collimator. System operates as intended. (B) (4).